Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with no reported symptoms. The patient's implantable cardioverter defibrillator exhibited episodes of non-sustained right ventricular oversensing. This was believed to be a result of intermittent ventricular loss of capture. The clinician performed capture testing successfully in clinic. No further programming changes were discussed. There were no consequences to the patient.